Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery with moderate calcification and moderate tortuosity. A 3.0 x 23 mm xience prime stent was deployed to treat the target lesion. Then a dissection was observed which was treated with an unspecified stent. The patient is stable. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.